Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient was having poor/no telemetry with recharging and poor communication. The patient reported that they went to charge the implant and their recharger was not reading the implant. The patient further stated that when they tried to charge the implant, the recharger screen would blink, and a screen would come that was trying to find the implant. Patient services reviewed, and it was confirmed that the patient was seeing the reposition antenna screen. It was reviewed that the patient was also getting the poor communication screen on their patient programmer. The patient noted that the implant battery was dead and patient services thought they heard the patient mumble that the ¿implant battery did not work right now¿ since it was dead (B)(6) 2017). Patient services could not clarify this because the patient was disconnected. It was reported that it had been five days since they last had stimulation. The patient stated that it had been about two or three weeks since the last time they were able to successfully charge their device. It was reported that troubleshooting was done on the call with the recharger, but the patient got the reposition antenna icon screen and this did not resolve their issue. The patient was redirected to get their device checked and address the reported issue with their healthcare provider. It was reviewed that the patient should call back if it was determined the issue was an external device issue. It was reported that the patient first noticed the issue last (B)(6) 2017) when they went to charge their device and got the reposition antenna screen. It was unknown when the poor communication screen on the programmer occurred. No further complications were reported/anticipated.